Event description:
The subject device was returned for analysis and the device investigation revealed that the subject catheter tip was broken/ fractured during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter tip was found to be broken/fractured and stretched. During the functional inspection, the catheter was flushed, and a patency mandrel was advanced without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter tip was seen to be broken/fractured and the investigation was based on this. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. This complaint relates to the second unit where it was not stated that there was a fracture on the unit but upon return, a fracture at the tip and stretching was noted. It was stated in the communication that 'the replaced 115cm catheter also looks very different.' Therefore, the reported 'device has cosmetic/appearance issue' as well as the analyzed 'catheter tip broken/fractured during use' and 'catheter shaft stretched' will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.